Event description:
It was reported that while draining the bags of medication followed with a saline flush then drained, it was noted droplets coming out of the air-eliminating tubing. No adverse patient effects were reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name: corrected. D9 - date returned to mfg: 7/24/2025. H3 and h6 codes - updated. One used device was returned for investigation. The devices were visually inspected and there were no damages or anomalies observed. The functional testing was performed, and a leak was observed at the air vent of the inline air filter. The customer reported issue was confirmed. The probable cause is due to the filter losing its hydrophobic properties. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.